Manufacturer narrative:
(B)(4). D10: 42532007102, persona tibia cemented 5 degree stemmed, 65217819. 42522100810, articular surface medial congruent (mc), 65281101. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery on an unknown date. Subsequently, the patient had a revision due to aseptic loosening. Attempts have been made and all available information has been provided.